Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high lead impedance. The patient was referred for x-rays. X-rays were received and reviewed. At the left side of the generator the lead is seen routed behind the generator with a blunt end of the lead visualized. Due to only one image and angle shown, it cannot be confirmed if this is a potential fracture or a sharp angle. The cause of the high impedance could not be determined from the images as no gross lead fractures were confirmed in the visible portions of the lead. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Lead product analysis was approved. During the visual analysis of the second portion, coil 1 was found to be broken. The broken ends of the coil appear dark and pitted; due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions was performed during the functional analysis, and no other discontinuities were identified. Other than the abraded opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
The patient had lead revision surgery. Generator tested ok but when lead pins were inserted high impedance was seen leading to full system revision. The explanted lead has not been received to date. No other relevant information has been received to date.